Event description:
A malfunction on the pump was reported by the caller, but no significant events occurred before the issue. The customer's blood glucose level was within normal range and did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided instructions on resetting the pump, helped the caller with the reset process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reemerges.